Manufacturer narrative:
Devices not returned.

Event description:
Exact wording from the complaint received from customer: when the catheter was being removed at the end of the procedure, the metal tip was missing. Second time this act. Had it happen. Rocket medical explanation: metal tip is the echogenic band.